Event description:
This customer reported that the ECG failed during a patient event. There was no report of any negative impact to the patient.

Manufacturer narrative:
(B)(4). This customer reported that the ECG failed during a patient event. There was no report of any negative impact to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.